Manufacturer narrative:
An event of separation problem, migration, st elevation, obstruction, and bilateral hematoma was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, a cause for the reported separation failure and valve migration could not be conclusively determined. The cause of the reported obstruction and st elevation appears to be a cascading effect of the valve migration. The reported surgical intervention was a result of case-specific circumstances as the valve was removed surgically. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
N/a. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision was chosen for implant, utilizing an unknown flexnav delivery system. A pre-dilatation balloon aortic valvuloplasty (bav) was performed with a 22mm zmed balloon. Overlap cusp technique was used to check depth on the non-coronary cusp (ncc) and lateral view was checked for depth of left coronary cusp (lcc). The depth looked good. However, while deploying the valve to 20%, one of the tabs did not release. The physician waited, adjusted the wire, then rotated the handle away from him, and the tab was able to be released. The implant depth at 80% was 3mm. The implanter insured that the delivery system (ds) was in neutral position/to slight forward pressure for final deployment, and the guidewire was pulled to a midventricular position to deflect the nosecone. In the physician¿s opinion, there was sufficient calcium to allow anchoring of the device. The valve was deployed, and the implantation depth was checked in different projections. The valve was released negative on ncc and 1mm on lcc. However, the valve shifted and moved in aortic direction, and the migrated valve blocked the right coronary artery (rca). In the physician¿s opinion, the cause of migration was potentially due to the tab release manipulation. The patient then went from a 90mm gradient to a 7mm gradient with no EKG changes and no perivalvular leak (pvl). It was noted that the physician noted the placement but saw no reason to do anything as the vitals were fine. When the patient came off anesthesia, the staff reported that he was flailing all over the bed, trying to sit up to the point where he had bilateral hematomas in the groin. The patient made it to the floor but then experienced an st elevation. The patient was brought back to the cath lab, and it appeared that the valve had migrated more in the aortic direction. The ic attempted to engage the right coronary artery (rca) but was unable to. The valve was well opposed to the sinotubular junction (stj) and aorta. A snare was not used to reposition the valve as the physician felt that it was not possible to retrieve the valve and did not want to risk aortic dissection. Therefore, surgical removal of the valve was the best option. It was noted that the surgery was uneventful.